Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two euphora ptca balloon catheters were used to pre-dilate the r-pda and r-pav. One resolute onyx des was implanted in the r-pda and a plaque shift occurred into the r-pav. The event was treated with post dilation using four nc euphora ptca balloon catheters. The investigator assessed the event was causally related to index device, but not related to anti platelet medication. It was reported that the pre-dilation euphora balloons were not involved in the plaque shift. Patient recovered.